Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, migration); patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: known inherent risk of a procedure (endoleak, migration); device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Event description:
An unknown aneurx stent graft system was implanted for the endovascular treatment of a 6.8 cm in diameter abdominal aortic aneurysm. Currently the aneurysm measures 7.1 cm. It was reported that the physician observed a 3 cm migration of the aneurx bifurcated graft during a follow up CT scan last month. A proximal type I endoleak was also observed. The doctor mentioned that the follow-ups looked normal for 5 years with no patient symptoms. The limbs of the graft were sealed in the iliacs without any distal endoleaks. The physician decided to intervene and implanted an endurant cuff resolving the proximal type I endoleak. The physician stated the cause of the event was due to neck dilatation. No clinical sequelae were reported and the patient is fine.